Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section b3: date of event: unknown, information not provided. Section d4: catalog number, serial number: unknown, information not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: title, email address, city, state, post office or zip code, telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Literature title: effect of crystalline lens decentration and tilt on visual performance in eyes implanted with bifocal or extended depth of focus intraocular lenses. A prospective observational study was done to explore the potential of crystalline lens decentration and tilt as indicators for screening cataract patients for presbyopia-correcting intraocular lens (iol) implantation. A total of 163 eyes of 163 patients underwent phacoemulsification with implantation of a bifocal iol (tecnis zmb00; n=87 eyes) or an extended depth of focus (edof) iol (tecnis zxr00; n=76 eyes). Postoperatively, the zmb00 iol showed a mean decentration and tilt of 0.17 ± 0.11 mm and 4.84 ± 1.37 degrees, while the zxr00 iol exhibited 0.18 ± 0.12 mm and 4.82 ± 1.37 degrees. Bifocal iol (tecnis zmb00) group: total internal aberrations: 1.023 ¿m tilt: 0.809 ¿m higher-order: 0.426 ¿m coma: 0.430 ¿m trefoil: 0.133 ¿m patient-reported dissatisfaction: 25% incidence of photic phenomena affecting daily life: 16.67% spectacle dependence: 16.67% extended depth of focus iol (tecnis zxr00) group: total internal aberrations: 1.604 ¿m tilt: 1.792 ¿m higher-order: 0.630 ¿m coma: 0.821 ¿m trefoil: 0.014 ¿m patient-reported dissatisfaction: 40% incidence of photic phenomena affecting daily life: 40% there are no indications in the article of any interventions provided.